Event description:
It was reported that during implantable pulse generator (ipg) follow up check, the elective replacement indicator (eri) triggered and indicated as premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.